Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/dl at time of incident and the low blood glucose value was 40 mg/dl and the other blood glucose level was 145 mg/dl, 420 mg/dl. The customer was assisted with troubleshooting. The customer was treated by drank juice for low blood glucose. The customer stated that the tape not sticking. Customer stated that they did not feel ok. The customer stated that the auto mode feature did not active and not automatically adjusting insulin at the time of high blood glucose. The device will not be returned for analysis.